Manufacturer narrative:
Results: the actual returned device was evaluated. The drain was tied too strong with thread which caused the drain channel to be squeezed, interrupting normal flow. In addition, there are some tissue remainders inside the drain, which stuck in the tied area and interrupted normal liquid passage.

Manufacturer narrative:
(B)(4) ¿ failure to drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent caesarean-section on (B)(6) 2014 and drain was implanted. On (B)(6) 2014, no drainage was found and drain was removed following echo to confirm there was no retained waste fluid in the body. Upon removal, it was noted the drain was not bent. There was no adverse patient consequence.